Event description:
It was reported that the v (ventricular) threshold was unmeasurable because the value was too high. An x-ray showed that the right v entricular (rv) lead had been dislodged upward. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: a3dr01 ipg implanted: 2013-(B)(6). (B)(4).